Event description:
It was reported that the patient received an alert for high lead impedance. The patient was monitored for almost a month and high lead impedance was seen again on the svc vector. The device was reprogrammed to svc off. The patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.